Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set, an external fluid leak was observed from the blue connector between the set and the warmer extension line . There was no patient involvement. No additional information is available.